Manufacturer narrative:
Patient ID/initials and weight are unknown. Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: october 31, 2012. No non-conformance reports were generated during production of part 359.219 with lot 8114862. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a surgery for a left fractured forearm on (B)(6) 2016, during insertion of an elastic intramedullary nail the inserter got stuck and would not easily release from the nail. There was a four (4) minute delay in surgery. Another inserter was readily available and the surgery was completed successfully. The patient was stable following surgery concomitant devices reported: elastic nail (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned inserter was examined upon receipt and the complaint condition was unable to be replicated as the device was found to function as intended. The chuck mechanism was able to tighten and loosen and no defects or deficiencies were identified with the instrument which could potentially contribute to the complaint condition. Witness marks consistent with impaction were noted on both the proximal end of the instrument and the instrument¿s blue handle. The complaint condition was unable to be replicated and there was no damage which could potentially contribute to the complaint condition was noted. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional check, and drawing review, were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed. Per the technique guide, the inserter for titanium elastic nails (359.219) is used with a hammer guide and locking slide hammer for insertion of titanium elastic nails (ten) and stainless steel elastic nails (sten). The inserter is also used in end cap insertion and removal. A review of the current design drawing and the drawing revision at the time of manufacture (october 2012) was performed. During the investigation no discrepancies were observed that may have contributed to the complaint condition. Review of the device history record showed that there were no material record reports, non-conformance reports or issues identified during the manufacture of the products that would contribute to this complaint condition. No root cause was able to be identified as the complaint condition was unable to be replicated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.